Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to omsc but was returned to olympus france (ofr) for evaluation. In the evaluation of ofr the following was confirmed; the bending section rubber adhesive had been peeled the instrument channel had been worn out. Ofr requested the facility three times to provide the reprocess method, however the facility did not provide it. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the device. The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility at the reception before any use, following microbes were detected from the sample collected from the subject device. Suction channel: pseudomonas aeruginosa (>25 cfu/100ml). Air/water channel: unspecified microbes (7 cfu/100ml). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.